Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing threshold measurements shortly after initial implant. The patient was in a sinus rhythm and did not require ra therapy, therefore, the device was programmed to vvi 40. It was reported the patient later developed third degree heart block. At a recent follow-up appointment an attempt to program this lead back on was made, however was unsuccessful. It was determined the lead had dislodged. An invasive procedure was performed. An attempt to explant the lead was made however was unsuccessful. The lead was surgically abandoned and replaced with another manufacturer's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.